Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at the esophagus. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. The device was returned without its oversheath. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that four resolution clip was used in the esophagus during a gastroscopy procedure performed on november 27, 2023. During the procedure, the tip of the clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at the esophagus.

Event description:
It was reported to boston scientific corporation that four resolution clip was used in the esophagus during a gastroscopy procedure performed on (B)(6), 2023. During the procedure, the tip of the clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.